Event description:
The customer reported incomplete differentials (diff) on quality controls (qc) on a coulter lh 500 hematology analyzer. The customer ran bleach as the latron primer and then service was scheduled. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/05/2015 and found intermittent lapses in diff generation from the instrument. Solenoid 59 was found to be defective and was replaced. The stabilyse pump (pm12) was not dispensing the correct volume of reagent and was replaced. The latron pulses on the latron retic mode were not correct. The fse disassembled the light scatter (ls) preamplifier card and found corrosion and burned components. The ls preamplifier card was replaced. The repairs were verified per established service procedures. (B)(4).

Manufacturer narrative:
The pneumatic solenoid valve (sol59) was returned to beckman coulter and evaluated. The inspector confirmed that the valve was defective. The connector pins and the housing were found rusted and corroded. The valve was also not actuating when bench tested by connecting the valve to the required 24 volt power supply. This confirms the assessment provided in the initial report.